Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-04851. Related manufacturer reference number:1627487-2020-04853. Related manufacturer reference number:1627487-2020-04854. It was reported the patient experienced ineffective therapy due to lead migration. As a result, the entire system was explanted on (B)(6) 2015.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.